Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a gastrointestinal bleed. The exact date of this event was not provided and has been approximated. No other information regarding the bleed is known. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.